Event description:
It was reported during an in-clinic check, loss of capture was observed on the right atrial (ra) lead. Fluoroscopy was performed revealing ra lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition.